Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed an unacknowledged loss of prime warning for five hours, which induced a drain of the battery followed by a chain of reboots causing the basal delivery to be interrupted from 9:25 pm on (B)(4) 2002 until the reported failure date of (B)(4) 2012. The last recorded basal delivery was on (B)(4) 2012 at 6:52 pm and the deliveries were not resulted after that time. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. On testing, the pump powered on normally. An ez-prime function was performed successfully. The pump was exercised for 29 hours with no delivery issues. The force sensor was tested and found to be out of specification. The pump was opened for investigation and revealed contamination of the force sensor plate. The force sensor plate resistance reading was out of specification. There was no power circuit damage noted.

Event description:
On (B)(6) 2012 the reporter contacted animas to report that the patient obtained elevated blood glucose readings ranging from 150 mg/dl to 380 mg/dl for two weeks. On (B)(6) 2012 the patient obtained the blood glucose readings of 450 mg/dl and "greater than 600 mg/dl" and he experienced the symptoms of nausea and vomiting. The patient was taken to the emergency room, and admitted to the hospital in dka. The patient was treated intravenously with fluids and insulin. Troubleshooting revealed there were no issues with the infusion set or infusion site, and the pump date/time and basal settings were correct. It was also determined the pump's advanced settings were incorrect; however no further troubleshooting could be performed at the time of the call. The technical support representative contacted the patient multiple times to obtain and verify information; however was unable to reach him by telephone. The issue was not resolved. The patient's technique may have been incorrect by having the incorrect settings programmed into the pump. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia, and was admitted to the hospital in dka while using the pump, this complaint is being reported.

Manufacturer narrative:
Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.